Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and rupture. Device remains implanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and rupture. Capsulectomy performed. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening in posterior side assessed as surgical impact opening (shell thickness within specification). ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed stress marks on the device.